Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Methods: no testing methods performed. Results:no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Coolflow pump, model #: m-5491-02, serial #: (B)(4). Stockert 70 system model #: m-5463-01, serial #: (B)(4). Lasso nav variable eco catheter, model #: d-1343-02-s, lot #: unknown. (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) procedure with a thermocool sf navigational catheter and suffered a cardiac tamponade which required a pericardiocentesis. During the case, the patient was under general anesthesia and a transseptal puncture was performed. Mapping occurred but there was no ablation yet performed when the oxygen level and blood pressure dropped. A cardiac tamponade was noted and the physician performed a pericardiocentesis and 390ml were drained. The lasso catheter and the thermocool sf navigational catheter were both in the patient. However, the thermocool sf navigational catheter was being used to map during the time that the cardiac tamponade was noticed and as such, is being reported as the complaint device. No errors were noted on equipment. The equipment was working to specifications. The patient received anticoagulation during the procedure. The patient did require extended hospitalization. The physician's opinion regarding the cause of this adverse event was that it was related to the patient condition. The patient had a medical history of past pericardial effusion.